Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain - pelvic') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo essure confirmation test". The patient's medical history included spontaneous abortion, gravida and caesarean section. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("pain (abdominal)"), dysmenorrhoea ("dysmenorrhea (cramping)"), menorrhagia ("bleeding - menorrhagia (heavy menstrual bleeding)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), ovarian cyst ("ovarian cyst"), endometriosis ("endometriosis"), abdominal pain lower ("lower abdomen pain") and abscess ("abcess") and was found to have uterine leiomyoma ("fibroids"). The patient was treated with surgery (hysterectomy(full), salpingectomy(bilateral removal of fallopian tubes), oophorectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, abdominal pain, dysmenorrhoea, menorrhagia, vaginal haemorrhage and abdominal pain lower had resolved and the ovarian cyst, uterine leiomyoma, endometriosis and abscess outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, abscess, dysmenorrhoea, endometriosis, menorrhagia, ovarian cyst, pelvic pain, uterine leiomyoma and vaginal haemorrhage to be related to essure. The reporter commented: plaintiff received treatment for pain and bleeding. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-aug-2020: quality safety evaluation of ptc (product technical complaint). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain - pelvic') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo essure confirmation test". The patient's medical history included spontaneous abortion, gravida and caesarean section. On (B)(6)2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("pain (abdominal)"), dysmenorrhoea ("dysmenorrhea (cramping)"), menorrhagia ("bleeding - menorrhagia (heavy menstrual bleeding)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), ovarian cyst ("ovarian cyst"), endometriosis ("endometriosis"), abdominal pain lower ("lower abdomen pain") and abscess ("abcess") and was found to have uterine leiomyoma ("fibroids"). The patient was treated with surgery (hysterectomy(full), salpingectomy(bilateral removal of fallopian tubes), oophorectomy). Essure was removed on (B)(6)2015. At the time of the report, the pelvic pain, abdominal pain, dysmenorrhoea, menorrhagia, vaginal haemorrhage and abdominal pain lower had resolved and the ovarian cyst, uterine leiomyoma, endometriosis and abscess outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, abscess, dysmenorrhoea, endometriosis, menorrhagia, ovarian cyst, pelvic pain, uterine leiomyoma and vaginal haemorrhage to be related to essure. The reporter commented: plaintiff received treatment for pain and bleeding. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on (B)(6)2020: plaintiff information form received. Event "abscess" was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain - pelvic') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo essure confirmation test". The patient's medical history included spontaneous abortion, gravida and caesarean section. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("pain (abdominal)"), dysmenorrhoea ("dysmenorrhea (cramping)/painful menstrual cycle"), menorrhagia ("bleeding - menorrhagia (heavy menstrual bleeding)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), ovarian cyst ("ovarian cyst"), endometriosis ("endometriosis"), abdominal pain lower ("lower abdomen pain"), abscess ("abcess"), alopecia ("hair loss"), back pain ("back pain") and dyspareunia ("painful intercourse") and was found to have uterine leiomyoma ("fibroids"). The patient was treated with surgery (hysterectomy(full), salpingectomy(bilateral removal of fallopian tubes), oophorectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, abdominal pain, dysmenorrhoea, menorrhagia, vaginal haemorrhage and abdominal pain lower had resolved and the ovarian cyst, uterine leiomyoma, endometriosis, abscess, alopecia, back pain and dyspareunia outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, abscess, alopecia, back pain, dysmenorrhoea, dyspareunia, endometriosis, menorrhagia, ovarian cyst, pelvic pain, uterine leiomyoma and vaginal haemorrhage to be related to essure. The reporter commented: plaintiff received treatment for pain and bleeding. Discrepancy notes in date of removal: (B)(6) 2015. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-oct-2020: pif received: event added- hair loss, back pain and painful intercourse and reporter information added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain - pelvic') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo essure confirmation test". The patient's medical history included spontaneous abortion, pregnancy and caesarean section. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("pain (abdominal)"), dysmenorrhoea ("dysmenorrhea (cramping)"), menorrhagia ("bleeding - menorrhagia (heavy menstrual bleeding)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), ovarian cyst ("ovarian cyst"), endometriosis ("endometriosis") and abdominal pain lower ("lower abdomen pain") and was found to have uterine leiomyoma ("fibroids"). The patient was treated with surgery (hysterectomy(full), salpingectomy(bilateral removal of fallopian tubes), oophorectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, abdominal pain, dysmenorrhoea, menorrhagia, vaginal haemorrhage and abdominal pain lower had resolved and the ovarian cyst, uterine leiomyoma and endometriosis outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, dysmenorrhoea, endometriosis, menorrhagia, ovarian cyst, pelvic pain, uterine leiomyoma and vaginal haemorrhage to be related to essure. The reporter commented: plaintiff received treatment for pain and bleeding. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-jan-2020: pfs received. Reporter information, medical history added. Events: abnormal bleeding (vaginal), ovarian cyst, fibroids, lower abdomen pain, plaintiff did not undergo essure confirmation test added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain - pelvic') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("pain (abdominal)"), dysmenorrhoea ("dysmenorrhea (cramping)") and menorrhagia ("bleeding - menorrhagia (heavy menstrual bleeding)"). The patient was treated with surgery (hysterectomy(full)). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, abdominal pain, dysmenorrhoea and menorrhagia had resolved. The reporter considered abdominal pain, dysmenorrhoea, menorrhagia and pelvic pain to be related to essure. The reporter commented: plaintiff received treatment for pain and bleeding. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-sep-2019: pfs received: previously reported event ¿injury nos¿ is replaced with ¿pelvic pain¿. New events added: pain: dysmenorrhea (cramping), abdominal and bleeding - menorrhagia (heavy menstrual bleeding). Reporter's information was added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.